Event description:
It was reported that during the procedure in the heavily tortuous left internal carotid artery, an accunet embolic protection device was advanced into the patient anatomy, but was unable to cross to the target lesion due to the tortuosity of the vessel. The accunet was removed and the physician chose to use a non-abbott embolic protection device and guide wire. A 4.0 x 30 viatrac dilatation catheter was advanced and dilatation was performed. The dilatation catheter was removed and a 6-8 x 40 mm acculink was then inserted onto the guide wire; however, the guide wire could not exit from the acculink guide wire exit port. The acculink was then removed from the guide wire and a second acculink was inserted onto the guide wire and the same occurred. The physician then used a non-abbott stent system without difficulty. A 5 x 20 mm viatrac dilatation catheter was used to perform post-dilatation. There were no adverse patient effects and no clinically significant delay. No additional information has been provided. An analysis of the returned device identified a longitudinal tear in the inner member.

Manufacturer narrative:
(B)(4). Evaluation summary: the other acculink device referenced is being filed under a separate medwatch MFR number. Embolic protection: 5.0 x 5 mm spider. The device was returned for evaluation. Analysis of the returned product noted a longitudinal tear in the inner member 2cm distal to the guide wire exit notch for a length of 1.5mm, which likely occurred during back loading of the guide wire during the procedure. The damages noted do not suggest a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.